Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Software failure- 800 8000 os failure. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer called with the error 800.8000 in the error log. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: let biomed know what can cause the 800.8000 errors, such as double inputs into the system, and this was a timing error. If the unit had a hard stuck error, I let him know to try to re-flash the unit to recover it. If flashing fails or the error persist, the logic board will have to be replaced. Biomed will do a pm to check functionality. End call. (B)(4).